Manufacturer narrative:
The electronic log file and the replaced motor were available for investigation. The reported ventilator failure could be reconstructed by means of the information stored in the log file. During the case in question, the apollo detected an encoder error which resulted in a deviation between the measured and the expected position of the ventilator piston. The device reacted in accordance with its implemented safety concept as it interrupted automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such case both manual ventilation and monitoring functions will remain unaffected and available. Hence, the user is able to ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery. Investigation of the returned motor did not reveal any deviation from specification. As replacement of the motor has solved the issue it is possible that a soiled encoder disc was root cause for the encoder error. Contamination might have been removed during replacement of the motor. Finally, a more precise determination of the cause is not possible. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported there was a ventilator failure during use. No injury reported.

Event description:
It was reported there was a ventilator failure during use. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going.